Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and the serialized device was replaced. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed active current measurement, and selftest, unit received with high sleep current measurement. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 25.0 received the lowbatteryalert (104) on (B)(6) 2025 13:45:00 faster than expected at 3.04 days. Battery cycle 22.0 received the lowbatteryalert (104) on (B)(6) 2025 12:24:00 after more than 7 days at 15.29 days. Battery cycle 21.0 received the lowbatteryalert (104) on (B)(6) 2025 19:46:00 after more than 7 days at 15.17 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture damage or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case at belt clip rail corner, corroded battery tube, and scratched case. Unexpected high sleep current measurement, power loss of less than 7 days per the pump history records and short battery life were confirmed, problem isolated to all the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.